Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient they could not feel stimulation and they had urgency symptoms all day/symptom return since (B)(6) 2018. The patient noted it was in the past week. While on the call, the patient reported ¿poor communication¿ on the programmer. They were getting poor communication with and without the antenna attached. The patient stated it had been months since they had their ins battery tested. It was recommended the patient follow up with their healthcare physician (hcp) to have their ins battery tested. It was noted that the symptom return/urgency and not feeling stimulation was sudden. A replacement programmer was sent to the patient. Additional information was received from the patient on 2018-jun-27. The patient reported they received their replacement however that did not resolve the issue so they will make arrangements to have the ins checked. There were no further complications reported/anticipated.